Event description:
It was reported that pacing was observed at a rate that was slower than the programmed rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m implantable tachy lead (B)(6) 2013. (B)(4).